Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit and the dryline. The pressure test revealed that the subject breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A distributor reported, via a fisher & paykel healthcare (f&p) field representative, on behalf of a healthcare facility in (B)(6) that an rt265 infant dual-heated evaqua2 breathing circuit did not pass the ventilator leak test during set-up. There was no patient involvement.